Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated atrial oversensing and undersensing. Analysis of the data indicated a p-wave amplitude measurement issue. Analysis of the data indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead sensing was lost during episodes of ventricular fibrillation (vf) and that the lead appeared to be sensing the right ventricle. The lead remains in use. No patient complications have been reported as a result of this event.